Event description:
The pt is described as having narrow, tortuous, angulated vessels. Guidewire access was achieved, but after several attempts to advance the ancure device into the pt's aorta, guidewire access was inadvertently lost. Subsequent attempts to regain guidewire access into the aortic neck were unsuccessful. The physician elected to abort the procedure and convert the pt to open surgical repair of the aneurysm.